Manufacturer narrative:
(B)(4). Field service representative (fsr) went onsite to evaluate the device. The fsr was able to confirmed the reported issue and noticed video distortion on the right side of the screen. The reported issue was resolved by replacing the front panel. After performing the operation verification procedure (ovp) and user verification test (uvt), the device was returned to the customer operating to service specifications. The suspect component (front panel) has been received at this time by carefusion and it is in process to be evaluated. A supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the suspect vela ventilator touch screen was fuzzy and was not readable. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire failure analysis lab technician was able to verify the customer's reported issue. Upon startup the upper right corner of the display did have an anomaly in the start-up screen. The distortions edge did appear to align with the damage present on the touchscreen.